Manufacturer narrative:
Investigation summary: bd received a photograph from the customer in support of this complaint. The photo was evaluated and the issue of underfill was observed. Additionally, 20 retained samples from the bd inventory were functionally tested and the issue of underfill was not observed as all 20 tubes drew within specification. Bd was able to confirm the customers¿ indicated failure mode based on the attached photographs. Although the photograph provided by the customer does indicate a lack of draw, there is no evidence that the device was the cause of this defect. Testing of retained samples from this lot number did not confirm the reported defect. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® blood collection tube buffered sodium citrate there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "when blood was collected in the outpatient blood collection room, there was a low draw issue. There was no effect on patients and users."